Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 09 sep, 2022. Medwatch report #: (B)(4).

Event description:
It was reported that the bd alaris pump module infusion set experienced blood backflow during infusion. The following information was provided by the initial reporter: blood noted to back up the line and into the tpn tubing.

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint that blood backed up in the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 21075492 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.